Event description:
The customer reported that while in use on a pt the iabp generated a "maintenance code #3" and autofill failure. The iabp was not replaced, the therapy continued on the same unit. No pt injury was reported.

Manufacturer narrative:
The company rep observed three consecutive autofill failures and three instances of fault log 9.0 and could not duplicate the failure. The company rep performed troubleshooting for the failure of the drive manifold, replaced the drive manifold (0104-00-0018) and calibrated the drive transducer to specs. The company rep completed the pm with full calibration, functional testing and safety check to factory specs. The battery run test failed and the company rep replaced the batteries (0146-00-0039). (B)(4).